Event description:
The customer reported that the system displayed an interlock failure error message which prevented it from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver and generator driver boards and tightened power supply connections. The system operates as intended.